Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. It is not clear if the perforation occurred while ablating or positioning but the perforation is at the level of the right auricle. The catheter visibly came out of the heart cavity, and an echocardiogram was performed immediately and the procedure was stopped. Rf lesions began on the left atrium. As there were substrate on the right atrium (ra), rf sessions were done on the ra. After a second map, the substrate was only localized in the ra and right atrial appendage (raa). When ablating/positioning the catheter, it went out of the raa, and then an echo check was done. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.